Event description:
Olympus (ofr) was informed that, after a microbiological routine control on this medical device before use, which was carried out as required by french regulation, the user detected an unexpected contamination. The user then left the medical device with french olympus subsidiary for further investigation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
No patient contamination was reported. No endoscope washer/disinfector has been reviewed. ¿ezymes¿ was used as the detergent for pre-cleaning. The endoscope washer/disinfector used is ¿5368¿. ¿a¿ washing detergent and ¿p CT¿ disinfectant are used. The scope is hung horizontally in a cabinet. The scope was not sterilized and the scope has been previously serviced by olympus. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: - bending section rubber perforated/leaked. - insulation failure at distal end, c-cover cracked. - light guide lens cracked. - objective lens chipped. - lens glue worn out. - bending section rubber glue lifted/peeled off. - insertion section wrinkled/bulge. - universal cord bulge/kinked. - water pipe loosen. - insufficient angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Olympus (ofr) was informed that, after a microbiological routine control on this medical device before use, which was carried out as required by french regulation, the user detected an unexpected contamination, enterobacteriaceae.

Manufacturer narrative:
This supplemental report was submitted to provide the specific bacteria found during the customer's microbiological routine control.